Event description:
It was reported that during surgery of upper left pulmonary lobectomy by robotic procedure with thoracic surgery team, the stapler was used and, when triggering the trigger with the pulmonary vein in his jaw, the stapler did not staple the vein and only cut it, generating significant bleeding. After the use of the echelon pvs 35mm white vascular load stapler, presented massive bleeding due to dehiscence of the stapling line with the need for conversion to open surgery and correction of the lesion. There was a hemorrhagic code in the room and a hemostatic was used that ceased bleeding. Bleeding was estimated above 500ml, in addition to presenting hemodynamic instability and evolved with cardiorespiratory arrest (rce after 1 CPR cycle), need for blood transfusion and ICU admission.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2025 d4: batch # unk. Investigation summary this is an analysis of a video and a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a device with a white reload loaded being introduced to body. At the 0:03 mark the tissue is placed on the jaws. At the 0:09 mark the jaws are closed. At the 0:14 mark the device is fired. At the 0:19 mark the jaws were open and removed and too much bleeding was observed. Please note that a careful examination of tissue thickness is imperative before the activation of the stapler. Maintaining the jaws closed for 15 seconds before firing may enhance both compression and the formation of staples. When placing the stapler at the application site, verify that there are no obstructions like clips, stents, or guide wires within the instrument's jaws. Based on the video the event described of hemostasis intervention is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot c9ew6a, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? We did not have access to this information what is the surgeon's experience with the pvs device? Little given that the one who used the stapler was felow. What is the compressed width and thickness of the vase? We were not informed even after questioning. What is the estimated compressed width of the target vessel? We did not have access to this information. Did the surgeon wait 15 seconds before firing? We did not have access to this information. Did the surgeon ensure that the total width of the compressed vessel was proximal to the cut-off line of the device? We did not have access to this information. Did the surgeon confirm that no foreign tissue was distal to the cut line inside the jaws? We did not have access to this information. Were any surgical clips used in the trigger area of the device? Yes has any wiretap been implanted? Yes were there any difficulties with the device or staple formation during the procedure? No what was the estimated total blood loss (ml)? We did not have access to this information. Was a transfusion necessary? We did not have access to this information. What was the anticoagulant and preoperative pain control protocol? We did not have access to this information. Was there calcification of the tissue that prevented pinching or cutting? We did not have access to this information. Did the patient receive any preoperative chemotherapy or radiation? We did not have access to this information. Were there any pre-existing patient conditions? Yes any clips, clamps, or tweezers near the area where the device was being fired? Yes can specific details be provided on how the device was cleaned between shots? We did not have access to this information. Please provide a timeline of events. We did not have access to this information. Is batch # of the recharge available? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.